Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that blood leakage was observed from the disposable pressure transducer during use on a pediatric patient. Reportedly, due to the leakage, blood was aspirated and the drug could not flow in the patient for a while. There were no patient complications reported.